Manufacturer narrative:
H.6. Investigation: no samples were returned by the customer in support of this complaint, and no photographs were attached. The date of the event was 08/09/2020 whereas the expiry date of the lot number involved was 31st august 2020 no qns or other issues relating to the reported defect were identified in the DHR. H3 other text : see h.10

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes there were low draw issues. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, it found that the tube has low draw issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® 9nc 0.109m plus blood collection tubes there were low draw issues. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, it found that the tube has low draw issue.